Manufacturer narrative:
Product analysis: the fortrex 0.035in otw pta balloon catheter was received for evaluation. The fortrex balloon catheter was examined and all components were accounted for. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed until clear fluid ran freely from the distal end of the catheter. A 0.035¿ guidewire was loaded with ease through the distal tip of the catheter and navigated its full length out the proximal hub luer lock. A 20cc water filled syringe with manometer was attached to the inflation lumen lock the balloon catheter would not hold pressure. Sanguine fluid was observed exiting the side of the balloon chamber. Upon closer examination it was noted that the balloon chamber had a longitudinal tear. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a fortrex pta balloon catheter to dilate an existing stent in the sfa. The lesion was a 40 mm moderately calcified plaque lesion in the right proximal sfa (80% stenosis). The artery had little tortuosity and was 5 mm in diameter. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.035" 260 cm non-medtronic guidewire. No resistance was encountered advancing the device and no excessive force was used. A non-medtronic inflation device was used with 50/50 contrast and normal saline. It was reported that the balloon ruptured at 22 atm pressure. No patient injury was reported. The procedure was completed by using another fortrex balloon.